Event description:
As reported by physician: (B)(6) gentleman with history of ulcerative colitis status post total colectomy with end ileostomy placement ~50 years ago presenting with both iron deficiency anemia and retained wireless capsule pillcam at diaphragm stricture. Retrograde double balloon enteroscopy procedure performed for endoscopic capsule retrieval and obscure occult gi bleed. Outcome was successful stricture dilation with capsule retrieval at distal ileum. Post-procedure course: ~36 hours post procedure patient developed back and abdominal pain on (B)(6) 2015 with free intraperitoneal air identified per CT abdomen. Patient taken to or and found to have mesenteric avulsion not associated with stricture dilation site. Physician is of the opinion the subject enteroscope insertion tube and angulation are excessively stiff and should be evaluated.

Manufacturer narrative:
As of 03/17/2015, the subject device was not returned to fujifilm medical systems (esd) for evaluation.